Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was confirmed. Returned device included two pieces of a delta tapered bio- interference screw. Screw broke-off at approximately the 4th. Thread from the distal tip where the hex driver engagement ends. The proximal end of the screw hex area is severely damaged. There are minor damages to the threads. Complainant event mostly likely due to implanting the device too deep in the tunnel during the initial surgery which causes the tip to be exposed into the joint or breaking the device intraoperatively causing the device to migrate into the joint tunnel. An implant breaking intraoperatively is typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the implant, flexing the joint during insertion or improper bone preparation. This is the first complaint of this type for this part/lot number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient's original acl reconstruction was performed on (B)(6) 2012. The patient injured the knee in (B)(6) 2013. During arthroscopy of the knee, it was noticed that a part of the screw was in the joint space. On (B)(6) 2013, a revision surgery was performed to remove the broken implant. To complete the surgery, an endo button was inserted on the femoral side plus an 11x28mm screw on the tibial side. Same bone tunnels were used. All fragments of the broken screw were removed. No further information on the patient given.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is as described in the event that the patient injured the knee 11 months post-op and/or damage to the implant at the time of insertion which led to the breakage and post-op fragment in the joint space. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.